Event description:
It was reported that minimum fill notification occurred and customer felt very frustrated and anxious about issue. There was no reported impact to the customer¿s blood glucose level. Customer refused troubleshooting steps including cleaning cartridge area and reloading cartridge, stated intention to try again later, and ended call, so technical support closed case with no further action.